Manufacturer narrative:
(B)(4). Occupation: lawyer. Follow-up is being conducted to determine initial reporter contact information. No 510(k) number provided because this implant is sold internationally with different indications for use; it is currently sold in the us under a different part number. The correction/removal reporting number listed applies to the corresponding product code sold domestically. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Asr surgeon confirmation form and medical records received. Scf alleges component malalignment, alval and soft tissue reaction. After review of the medical records the patient was revised to address pain, alval, metallosis and synovitis. Operative findings reported alval, metallosis, synovitis, minor corrosion at trunion and consistent acetabular retroversion. Doi: (B)(6) 2008; dor: (B)(6) 2012; left hip.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary - the asr platform was voluntarily recalled from the market in (B)(6) 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken. The investigation regarding the root cause(s) and/or corrective actions was conducted under mdd (B)(4). Ongoing post market surveillance is conducted per our procedures for this product.